Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed in site #7 (class iii-IV bone) during a routine procedure on 5-18-96. A temporary crown was placed approximately two months ago. The implant was removed on 3-4-97 due to lose of osseointegration. The clinician reports that the failure may be related to the implant being placed in an immediate extraction site.